Event description:
It was reported that the patient experienced a low blood glucose of 50 mg/dL in the morning while using the iLet, without recent physical activity, meal announcement, correction dosing, new medications, or supply changes. Symptoms included hypoglycemia. Outcomes included recovery after self-treatment with fast-acting oral glucose. Investigation included troubleshooting and education with the patient. Investigation of this case revealed no device malfunction reported and no contributory external factors identified, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.